Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was unresponsive. In addition, it was reported that the customer experienced low blood glucose (bg) levels. Customer did not provide a bg value or cause for low bg. Customer declined further troubleshooting and follow up from tandem technical support.